Manufacturer narrative:
This product was disposed of at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.